Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was successfully explanted and replaced. The patient was in stable condition before and post surgery.